Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press insulin pump¿s buttons two times to work. The customer blood glucose level was unknown. Customer stated insulin pump did rejected new batteries and batter life was decreased from first day. Customer also stated that scratch was seen on corner of the insulin pump also insulin pump was louder during the rewind. Customer also stated that insulin pump received unexplained random no delivery. The device will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or failed battery test were noted. Device passed, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm rewind anomaly noted.